Event description:
It was reported that there was cassette sensor error. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "cassette sensor error¿ was confirmed through latch lock test. The status screen of menu mode does not recognize when the latch is closed and reads as none. The cause was the latch/lock flex sensor is defective. Replaced latch/lock flex sensor. Further investigation found the battery door contacts are damaged from corrosion. Replaced battery door. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.